Manufacturer narrative:
In the received operative report, the physician indicated, "[the pt's] prosthesis had leaking points and suspicious it could be the reservoir because inside the reservoir there was a capsular formation and leaking through and complete emptying of the reservoir. "The device was received and evaluated by the MFR. During functional testing a leakage site was detected at the pump's inlet tubing. This tubing attaches the pump to the reservoir while in-vivo. Microscopic examination of the device was performed. The cross sectional surfaces of the leakage site were rough and irregular, indicating a tubing tear. Abrasion was noted on the pump tubes. Based on the received info and qa's evaluation, qa concludes the following: 1) qa confirmed leakage from the reservoir inlet tube, which would render the device inoperable while in-vivo. 2) the leakage site was a result of a tubing tear. 3) based on the pattern of tubing abrasion, the pump tubes were overlapped while in-vivo. Stress(es) contributed by the in-vivo device positioning contributed to the tubing tear.

Event description:
The device was removed due to "leakage". As reported to co, the entire device was removed and replaced with another 3-piece inflatable penile prosthesis. 2/18/97-"removal of dysfunctional penile prosthesis and reinsertion of a 3-piece inflatable". Findings: "the pt's prosthesis had leaking points and suspicious it could the reservoir because inside the reservoir there was a capsular formation and leaking through and complete emptying of the reservoir". Procedure: "I removed the reservoir and this showed leaking around the reservoir, I got aerobic and anaerobic cultures and then the reservoir was removed. However, there could be a leakage around the reservoir. After the complete system was removed with some difficulty with scar tissue formation".